Event description:
The customer reported the system would lock up and the iris would close in. No pt injuries were reported.

Manufacturer narrative:
The ge service rep ordered the ffb board and replaced the fluoro functions board,. He adjusted the 5 volts from 5.17 to 5.25 then checked the kv tracking. The system operates as intended.